Manufacturer narrative:
.

Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 75% stenotic lesion was located in the and calcified mid to distal right coronary artery (rca). Following predilation with another MFR's balloon, the liberte monorail stent delivery sys was advanced but was unable to cross the lesion. The physician withdrew the delivery device. A maverick2 monorail 3.0 x 1.5 balloon was advanced to the distal lesion and inflated successfully to unk atms. When withdrawing the maverick2 balloon, the physician attempted to expand the liberte stent, however, this was not successful. Then another MFR's balloon was advanced and was able to deploy the liberate stent in the proximal lesion. Another MFR's stent was then deployed as well. The procedure was completed successfully, and no pt complications were reported. Pt status was reported as "no problem".